Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included reconnection of the system's mouse, keyboard, work stations, wireless transceiver, server, and power supply. Communication was reestablished. System was tested to factory's specs.